Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on july 2020 by the foot and ankle int. ¿omparative study of spring ligament reconstructions using either hamstring allograft or synthetic ligament augmentation.¿ the study reviewed 13 patients and identified midfoot instability requiring a revision for recurrence of pain and deformity to a medial double fusion due to pain and deformation with bioabsorbable interference screws in 2 patients during the 1-year follow-up period. Ref: heyes g, swanton e, vosoughi ar, mason lw, molloy ap. Comparative study of spring ligament reconstructions using either hamstring allograft or synthetic ligament augmentation. Foot ankle int. Jul 2020;41(7):803-810. Doi:10.1177/1071100720917375.